Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced increased spasticity and underdose symptoms including less than 50% therapy relief. A catheter issue was reported. Troubleshooting and diagnostic testing was performed including a dye study, x-rays and logs were checked. The specific catheter issue and location of the issue were unable to be determined. The patient required hospitalization and the catheter was revised. The old catheter had cerebrospinal fluid (csf) flow. The old catheter was tied off and a new catheter was implanted. It was unknown if the issue was resolved. Patient status at the time of the report was alive with no injury. The pump was delivering lioresal. Additional information reported the catheter was dripping cerebrospinal fluid (csf). It was unknown what was wrong or if there could have been a micro fracture. An update on the patient¿s status was not available.